Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 117" messages. Complainant indicated that there was no pt involvement in the reported malfunction.